Event description:
It was reported that a user required extensive remote assistance, including video support, to complete an infusion set and pumpcart supply change for the ilet system and exhibited significant confusion with tubing, the infusion set, and device operation, followed by a blood glucose of 305 mg/dl and subsequent plan to discontinue ilet temporarily and revert to injections pending further in-person training. Symptoms included hyperglycemia and user confusion during device use. Outcomes included user instruction to stop ilet use, power down the device, and resume injections, with planned follow-up by the care team. Investigation included troubleshooting and education conducted by support, review of usage data indicating duplicate meal announcements, and a request for follow-up. Investigation of this case revealed no device alarms and no device malfunction identified, with user handling and use errors suspected related to infusion set change and dosing announcements. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence